Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the provided data confirmed that the hbv target positive control exhibited robust and sigmoidal growth curves, indicating proper amplification. No issues were identified with the reagent kit lot h33834, and no trends were observed in the complaint history for this lot. The most likely cause of the discrepant result between the non-reactive nat and reactive serology was attributed to a suppressed viral load in the donor, potentially due to medication or natural resolution, resulting in a viral load below the assay's limit of detection. The blood donation associated with the sample was discarded, and no additional harm or delay in treatment was reported.

Event description:
The initial reporter alleged a discrepant result between nucleic acid testing (nat) using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument and serology testing. The sample in question was tested between 01-jun-2023 and 04-jun-2023. The nat results were non-reactive in both a pool of 6 and in individual donor testing (idt). Serology testing for the same sample was reactive. The sample was repeated at another site, where it was non-reactive for all three nat targets. All results were obtained from the same sample. The donation was blood, and the blood donation was discarded.